Manufacturer narrative:
This report is filed august 8, 2016.

Manufacturer narrative:
This report is filed june 16, 2016. Device not received by manufacturer.

Event description:
Per the clinic, the patient developed swelling at the implant site in (B)(6) 2016 and was prescribed oral antibiotics (duration not reported); however the issue did not resolve, resulting in extrusion of the receiver stimulator through the skin flap. On (B)(6) 2016, the patient sustained a fall, resulting in further extrusion of the receiver stimulator and electrode array. The patient was admitted to hospital and the device was explanted. The patient was implanted with a dummy electrode to preserve the cochlea for future implantation on (B)(6) 2016, and debridement of the infected skin flap was performed. It was reported that the patient later tested positive for staphylococcus aureus 2+ and haemophilus sp 2+ on (B)(6) 2016. Treatment for the infections are unknown.